Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Additionally, the posterior foot was observed to be separated (not returned); however, information received from the account indicates that this likely occurred after the procedure.a review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: method code 4109 removed h10: addtl mfg narrative updated.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. Returned device analysis identified the posterior foot was separated and not returned. The location of the foot is not known. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A foot separation was noted during the device analysis. The foot was not returned and the location of the foot is unknown.

Manufacturer narrative:
The other proglide device is filed under separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with two proglide devices, via a 6f sheath, relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, ¿cuff misses¿ occurred with both proglide devices. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.